Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was vomiting. Physician instructed customer to use the old pump until the new device is checked. Customer blood glucose decreased to 190 mg/dl, then down to 57 mg/dl. Customer stated that the trainer changed a few settings and she has not had any issues. Nothing further reported.